Event description:
It was reported that stent dislodgement occurred. A 2.50 x 24mm synergy xd drug-eluting stent was selected for used. During preparation, it was observed that the stent struts were damaged, the shaft was kinked and the sent came off of the balloon. The device was not used, and the procedure was completed successfully using a new stent. No patient complications were reported.